Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient stopped charging their ipg as instructed and in turn their ipg became inoperable. As a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
An inoperable ipg was reported to abbott. The patient reported failing to charge their implant properly and is consistent with user error. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. No devices were returned for evaluation. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.